Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were explanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were explanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn:m365sc8352500 model: sc-8352-50 serial:(B)(6) batch: (B)(6) UDI:(B)(4).